Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from a health care professional (hcp) that they are explanting a subcutaneous implantable cardioverter defibrillator (s-ICD) system due to a patient infection. The s-ICD system was implanted in kuwait, but the procedure took place in the united states. No device identifier information was provided. No additional adverse patient effects were reported.